Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The reported issue was not directly confirmable using log reviews. However, u-04 errors logged could cause energy halts until unit is power-cycled. U-02 errors also logged. M-1c logged and m-32 logged are not of concern; are generally user error. Inspection during fa process was able to find errors in erbe logs that match the timeframe of the reported event, but were unable to replicate on site; c-00 errors in erbe logs match event timeline m-0b, m-b0 errors in erbe logs may indicate issues with monopolar firing, but are related to the ne pad. The unit tested on system all operations successful via all ports. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, it was reported that a cautery issue occurred involving monopolar energy, though the arm functioned as expected. The report was received through email, and there was no information available about any troubleshooting that may have been performed at the site. A review of the system logs revealed no errors. The site planned to use a different system for the current procedure, and a visit was requested to test the energy system. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was possibly resolved by using a 3rd party generator.